Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MFR 2518422-2025-043139. All reporting will be completed on MFR 2518422-2025-043139. Please disregard MFR 2518422-2026-009612.